Manufacturer narrative:
Evaluation summary: the site mentioned after cleaning, the problems stopped. The handpieces are not expected to return as the site intends to continue to use them. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No sample available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that a handpiece did not start phaco during two vitrectomy surgeries. The procedures were completed with another handpiece and no patient harm occurred. After cleaning the handpiece, no further issues occurred. Additional information has been requested and received.